Manufacturer narrative:
During preventative maintenance, the autopulse platform (B)(6) failed functional testing as the drivetrain motor brake assembly air gap was out of specification and could not be adjusted, due to a failure of the drivetrain motor. The autopulse platform passed the initial functional testing without any faults or errors. However, the drivetrain motor brake gap inspection was performed and found the motor's brake gap is too narrow (out of specification). The drivetrain motor needs to be replaced to remedy the issue. Service was not performed because the customer declined the service quote. The platform will be returned to the customer unrepaired, labeled as "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with (B)(6).

Event description:
During preventative maintenance, the autopulse platform (B)(6) failed functional testing as the drivetrain motor brake assembly air gap was out of specification and could not be adjusted. No patient involvement.